Event description:
An audit/inspection was conducted of all patient mattresses in the medical center. 8 mattresses were found to have damage to the exterior cover. Reference report#: mw5161073, mw5161074, mw5161075, mw5161076, mw5161077, mw5161079, mw5161080.